Manufacturer narrative:
The ICD was received for analysis. The available device data was thoroughly analyzed. Confirming the clinical observation, the analysis revealed, that the device automatically activated the backup mode on (B)(6), 2021 as well as on (B)(6) 2021, because it detected invalid memory content during the automatic signature check. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. The ability of the device to deliver therapies is not affected by the safety mechanism. Further detailed analysis showed, that the invalid memory content occurred in the same memory area in both occasions. In a next step, the device was reinitialized with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Subsequently, the memory content of the device was reviewed for several hours after re-initialization. Thereby, repeated invalid memory content was found, leading again to the automatic activation of the safety backup mode. The device was further extensively tested, containing temperature stress tests as well as cyclic signature tests. During the tests the root cause could be narrowed down to a damaged memory cell. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test, including multiple memory tests, proved the device functions to be as specified. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable.

Event description:
This device went into back up mode twice in 20 days. The physician decided to explant and replace the device.